Event description:
Tech found vacant stretcher located in designated work area. No injuries involved. He performed a function check and observed that when he activated the brakes, the foot left caster would ratchet when pushed sideways. He replaced brake/steer caster for resolution.